Manufacturer narrative:
Calibration values were similar to expected values. All controls were within specifications. A review of alarm trace data showed a sample short alarm on 13-oct-2025. It is unlikely this alarm is related to the issue. Initially reactive results can occur and are mostly related to sample quality. The investigation determined the elecsys hiv combi pt assay performs within specification. For diagnostic purposes, the results should always be assessed in conjunction with the patients' medical history, clinical examination and other findings.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hiv combi pt on a cobas e411 rack analyzer. The sample initially resulted in an hiv combi pt value of 1.98 coi (reactive). This value was not reported outside of the laboratory. Another tube from the same sample collection was tested twice, resulting in hiv combi pt values of 0.393 coi (non-reactive) and 0.331 coi (non-reactive). The original tube was repeated on (B)(6) 2025, resulting in an hiv combi pt value of 0.234 coi (non-reactive).

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.